Manufacturer narrative:
Investigation summary: bd received one (1) photo of the customer samples for investigation. The photo was visually evaluated and gel smearing was confirmed; the barrier gel was smeared on the top portion of the wall of tube. Additionally, fifty (50) retention samples were visually inspected for gel defects and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel smearing based on the photo of the samples provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd microtainer® pst¿ tubes with lh (lithium heparin), 1 microtainer had gel that was smeared on the side of the tube. There was no health impact or consequences reported.